Event description:
It was reported that during the implant procedure, the low-voltage pacing lead dislodged while slitting the delivery catheter. The physician noted it was difficult to attach the slitter to the catheter and there was less than regular space between the lead tip and the catheter tip, which led to the lead dislodgement when attempting to slit. The physician then removed the catheter and replaced it, along with the slitter. The physician experienced the same difficulty placing the slitter as the last time and during slitting of the second delivery catheter, the lead tip was cut off. The lead and delivery catheter were explanted and replaced. No patient complications have been reported as a result of this event.